Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/19/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box found no related motor alarms or issue; multiple load step malfunctions were discovered. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No defects were found to the motor assembly. The force sensor flex cable pin was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.